Event description:
It was reported that during the procedure, the water from the unit was being pushed harder than it should using the pressure setting the unit was set at. It was further reported that upon completion of the procedure, the shoulder of the patient was severely swollen.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The calibration sticker on the product was reviewed. The product was within its calibration period. The product was visually inspected. No defects were noted. A small amount of dried saline was noted on the roller wheels. The product was powered on and a tube set was inserted. The product calibrated and began running without any error messages or other issues. Functional testing was performed on the product to include pressure response and pressure differential challenges. No issues were noted. The pressure sensors functioned as specified. The product was recalibrated and all functional testing was repeated. No issues were noted. The product was stopped and the cover was removed. There were signs of fluid damage. Dried saline was visible underneath the chassis cover. There were no defects or damage to the circuit boards or motor. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.